Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert and presented in clinic. Upon device interrogation the right atrial lead exhibited one measurement of low pacing impedance on (B)(6) 2016; the lead also exhibited noise. There were no other electrical anomalies and during in clinic testing, the impedance measurement was in range. The device was reprogrammed and the patient would continue to be monitored with regular follow-up.